Manufacturer narrative:
H3: product analysis: part # 25100401, lot # ct23c030 visual inspection revealed the torx edges of the instrument tip have been stripped and deformed. Optical examination confirmed the edges have been rounded off. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal fusion therapy. It was reported that the instruments were broken and the enamel within the tray was flaking and causing contamination concerns. There were no patient symptoms reported. There were no further complications reported regarding the event. Events occurred on the back table. Inserter would no longer clamp down on a rod to secure the rod for insertion and the probe's tip was damaged / chipped. Nothing physically broke off. Threads were damage and wouldn't attach to a trial and tip of the driver snapped off while attempting to attach a screw to the driver and all instruments were previously used without issue.